Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, the patient experience syncope. It was also reported that the right atrial (ra) lead exhibited an atrial lead position check (alpc) failure and undersensing of atrial events. The ra lead remains in use. No further patient complications have been reported as a result of this event.